Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 576 mg/dl which was treated with the insulin pump. The customer stated that the meter was not sending the blood glucose readings to the insulin pump. The customer stated the sensor was not alerting of high and low blood glucose went over, they checked alert settings and made changes and now blood glucose was 530 mg/dl. The customer declined troubleshooting for high blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.